Event description:
Procedure went as expected. However, towards the end of the case, the ablations weren't as effective. Dr pulled the catheter from the sheath and the patient. At the end of the catheter, it looked like there was charring.